Manufacturer narrative:
MFR's summary: the device is an installed centralized pt monitoring system that utilizes a sun microsystems central processing unit (cpu) and related computer network peripherals. The device receives, analyzes and displays pt vital signs data from multiple bedside multifunctional pt monitoring devices through either wired or wireless connections. The customer reported that they had a view screen monitor for an acuity central station that was no longer working. It would not turn on and had no power light. Welch allyn factory service confirmed view screen malfunction. The unit would not power on with power applied. This display is an obsolete model no longer serviceable by welch allyn. We used code 47, "device failure occurred and was related to the event." By "event" here, we mean the loss of centralized monitoring. There was no pt harm reported associated with this failure.

Event description:
The customer reported that they had a view screen monitor for an acuity central station that was no longer working. It would not turn on and had no power light. There was no report of any pt harm as a result of the reported events. The customer did not provide any pt info.